Event description:
Complainant reported that while performing a coronary angiogram and angioplasty, air was coming into the syringe during contrast aspiration. There was no air injected and no harm or injury to the pt or the clinicians.

Manufacturer narrative:
Device evaluation; the evaluation is in progress, but has not yet been completed. Conclusions: other: the suspect device has been returned to merit for evaluation. A follow-up report will be submitted when the evaluation is complete.